Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-160mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/22/2015. Customer performed a back to back blood test 106mg/dl and 119mg/dl non fasting. Reviewed meter memory: (B)(6). Memory concerns:n/a. Customer received a result 2 weeks ago of 28 mg /dl and 77 mg /d that customer considers low.customer states there is no serial number located on the back of his meter .